Event description:
As reported by our european affiliate, a 26mm sapien xt valve was deployed in a physio 28mm mitral ring via the transapical approach. The valve embolized into the atrium requiring a second valve. Prior to the procedure, instructions were given regarding the delivery system (ds), the atrion device and how to perform a slow inflation of the ds balloon. With rapid pacing on, the command to ¿balloon up¿ was given. The balloon was inflated completely, very quickly and deflated immediately after. The valve placement was determined to be ¿borderline¿. A second xt valve was prepared. During placement of the second valve, the initial valve was pushed out of position and migrated into the atrium. The second valve was successfully implanted and the first valve was surgically removed. The patient expired post operative day (pod) 1. The cause of death cannot be confirmed. Edwards lifesciences requested medical records from the medical facility; however, the physician ¿doesn¿t want to share this information¿. It was perceived that the rapid inflation and immediate deflation of the ds balloon during valve deployment caused the migration of the initial valve.

Manufacturer narrative:
At this time, the thv is not indicated for use inside a prosthetic mitral valve, and there is no guidance in the thv training manual on usage of a sapien xt valve within a mitral valve. Testing performed by edwards documents the phenomena of high placement of the thv in a native aortic annulus, which would be relevant in the scenario of a thv in a mitral valve, as well. Inaccurate deployment (too high or too low in the mitral valve) could result in clinically significant hemodynamic compromise, implantation of a second valve, embolization of the valve, and/or may require additional intervention to secure or remove the valve. In this case, procedural factors (rapid inflation and immediate deflation of the delivery system balloon) likely caused the valve migration into the atrium. The cause of the patient¿s death cannot be confirmed.

Event description:
As reported by our european affiliate, a 26mm sapien xt valve was deployed in a physio 28mm mitral ring via the transapical approach. The valve embolized into the atrium requiring a second valve. Prior to the procedure, instructions were given regarding the delivery system (ds), the atrion device and how to perform a slow inflation of the ds balloon. With rapid pacing on, the command to ¿balloon up¿ was given. The balloon was inflated completely, very quickly and deflated immediately after. The valve placement was determined to be ¿borderline¿. A second xt valve was prepared. During placement of the second valve, the initial valve was pushed out of position and migrated into the atrium. No further information is available at this time. It was perceived that the rapid inflation and immediate deflation of the ds balloon during valve deployment caused this event.

Manufacturer narrative:
At this time, the thv is not indicated for use inside a prosthetic mitral valve, and there is no guidance in the thv training manual on usage of a sapien xt valve within a mitral valve. Testing performed by edwards documents the phenomena of high placement of the thv in a native aortic annulus, which would be relevant in the scenario of a thv in a mitral valve, as well. Inaccurate deployment (too high or too low in the mitral valve) could result in clinically significant hemodynamic compromise, implantation of a second valve, embolization of the valve, and/or may require additional intervention to secure or remove the valve. In this case, procedural factors (rapid inflation and immediate deflation of the delivery system balloon) likely caused this event.